Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: all keypad buttons were responsive to button presses. There was no physical damage found on the keypad. The keypad cover was removed; no contamination or physical damage was observed. Unrelated to the complaint, the battery compartment was cracked from the case seal traveling to the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up, down and ok keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.